Event description:
My wife and I started using (freestyle libre 3 from abbott) in march. Since then, we had 3 sensor failures and I had 9 low glucose events, 1 which I think was real but the others I know were false. I do not know if the high glucose events were real. We had trusted it and used it to adjust our insulin amounts. We have stopped using it and it has given us false information and we have made bad decisions because of it. I did a test this morning ((libre 3 = 84, libre 3 finger prick blood test = 231, reli on finger prick blood test = 248)) it is off by more than 150. That can send someone to the emergency room or kill someone. It need to be taken off the market before someone dies from it. Reference reports, mw5154742, mw5154743, mw5154744.